Event description:
Reportedly, during a follow-up on 29 october 2020, the episodes stored in aida memory failed to load; therefore, it was impossible to visualize the egms. This behavior was observed with a smarttouch tablet, then with an orchestra programmer so the follow-up was performed without access to the episodes. After the end of the session, the patient file was opened and the episodes could be visualized.

Manufacturer narrative:
H10 corrected: preliminary analysis revealed that the impossibility to read the episodes during the session was due to a telemetry issue that was induced by an inappropriate software management during the episodes reading.

Manufacturer narrative:
Preliminary analysis revealed that the impossibility to read the episodes during the session was due to an inappropriate programmer software management that was triggered by a telemetry issue during the interrogation.

Event description:
Reportedly, during a follow-up on (B)(6) 2020, the episodes stored in aida memory failed to load; therefore, it was impossible to visualize the egms. This behavior was observed with a smarttouch tablet, then with an orchestra programmer so the follow-up was performed without access to the episodes. After the end of the session, the patient file was opened and the episodes could be visualized.

Event description:
Reportedly, during a follow-up on (B)(6) 2020, the episodes stored in aida memory failed to load; therefore, it was impossible to visualize the egms. This behavior was observed with a smarttouch tablet, then with an orchestra programmer so the follow-up was performed without access to the episodes. After the end of the session, the patient file was opened and the episodes could be visualized.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up on 29 october 2020, the episodes stored in aida memory failed to load; therefore, it was impossible to visualize the egms. This behavior was observed with a smarttouch tablet, then with an orchestra programmer so the follow-up was performed without access to the episodes. After the end of the session, the patient file was opened and the episodes could be visualized.